Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Date of event: requested, not provided. Catalog number- requested but unknown . Lot number - requested but unknown . Expiration date - unknown due to catalog and lot number being unknown. UDI - unknown due to catalog and lot number being unknown. Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation - office manager . PMA/510(k) - unknown due to catalog and lot number being unknown. Device manufacture date - unknown due to catalog and lot number being unknown. The actual device was not returned to the manufacturing facility for evaluation. Based on our investigation, the root cause of the problem could not be identified. The condition of the actual sample was not confirmed since it was not returned for evaluation. No lot history files and retention samples were checked since complaint lot number is unknown. Representative samples showed all were successfully activated without difficulty during simulation and needle was fully engaged on the safety sheath. No bending of cannula to the side was encountered similar to the complaint. Molding condition of the sheath critical to the safety activation of the product is routinely checked to assure that no defects will be encountered that will lead to difficulty or failure of device activation. We have series of visual in-process inspection on molding until boxing process to detect abnormality on the components and assembled products that may lead to problem during sheath activation. Moreover, we perform manual safety sheath activation and component fit on assembled products during manual assembly. Finally, qc conducts outgoing visual, sensory, and functional inspection prior shipment to assure lots are in good quality. Only samples passed are allowed to be shipped. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of terumo (B)(6) corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported the nurse went to close hub off needle and the needle clicked but did not go into the hub. It was poking out the side. The patient was not injured however the nurse was poked. The patient and the nurse were in fine condition. The blood loss was less than 250cc's.the procedure outcome was good. A report was filed, and blood work was performed. There was no patient injury/medical or surgical intervention. Additional information was received on 11june2020: the customer was referring to the safety shield when referring to the hub.